Event description:
The surgeon inserted plate silicone lens. The lens tore during insertion into the eye. The lens was removed without enlarging the incisiaon. No pt injury. The cause of the lens tear was unk.